Manufacturer narrative:
Title: potential urinary function benefits of initial robotic surgery for rectal cancer in the introductory phase source: journal of robotic surgery (2022) 16:159¿168 accepted: 20 february 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2015 and 2018, a total of 131 patients underwent surgery for rectal cancer. Conventional laparoscopic surgery was performed in 95 patients, and robotic surgery was performed in 36 patients. Complications included blood loss, surgical site infection and anastomotic leak. Hiroshi oshio, yukiko oshima, gen yunome 2021 potential urinary function benefts of initial robotic surgery for rectal cancer in the introductory phase.